Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer declined further documentation, and no action was needed from technical support.